Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (auto off) issue. The auto off reportedly occurred too early. In response to the auto off, the patient reportedly restarted the pump and continued with insulin pump therapy. There is no indication the alleged product issue caused or contributed to an adverse event. Return of the pump to the manufacturer for investigation was refused by the user. This complaint is being reported; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The auto off feature was set for 24 hour testing and occurred in exactly 24 hours after last button press. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.